Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date june, inratio2 2.8, lab 5.2; date 07/24/2013, inratio2 1.5. Date unk and time between testing unk. Therapeutic range: 2.5 - 3.5. Pt was 'milking' finger after finger stick; sample was not applied immediately after finger stick.

Manufacturer narrative:
Customer was milking finger after finger stick and sample was not applied immediately after finger stick. These may affect normal sample flow and may initiate premature clotting. Thus, lead to unexpected inr result. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date - unk, inratio meter 2.8 inr, reference 5.2 inr, mean 4.00, confidence limits 2.5 - 5.7. The 1.5 inr is excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No strip lot info provided nor product returned. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. No strip lot info was available for further action. Trend analysis is not required because no strip lot info provided. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.